Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10, h11. Corrected fields: e2 (initial reporter - occupation). Additional info: e1( event site postal code: 20126, event site state: mi). A getinge field service engineer evaluated the unit and found does not perform auto-filling, target pressure not reached. Replacement of drive regulator pressure line, motor and gray filters, download of logs, diagnostic tests and it works. Repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a check before use, the cardiosave intra-aortic balloon pump (iabp) unit does not autofill. There was no patient involvement.